Event description:
A user facility returned the olympus asset, evis exera iii video system center, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there was no image with 180 series scopes. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process upon inspection and testing of the returned device, it was observed that there was no image with 180 series scopes. Troubleshooting using a test patient board set was done, and it was found that unit test patient board was defective and needed to be replaced. The chassis feet were in poor condition due to wear and tear. Software was outdated 3.01 and needed to be upgraded to 4.10 version. The power switch was updated. During final inspection there were some issues with opening the internal buffer. At one point the device could not operate any menu or keyboard functions after capturing an image. A master reset was performed twice, which the device was working as intended after the second reset. The electrical safety test was performed, passed and uploaded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eight (8) years, since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely, the following led to the malfunction. Failure of the patient board set. Olympus will continue to monitor field performance for this device.